Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that a patient had to have ins (implantable neurostimulator) moved towards rib cage because he had issues. If additional information is received, a follow up report will be sent.